Event description:
It was reported that during introduction for a coronary drug eluting stenting treatment procedure, foreign material was found on the stent and the stent was damaged. The 90% stenosed target lesion was located in the non-calcified right coronary artery. Just before inserting the 3.00x24mm taxus liberte stent delivery system into the y-connector, the physician noticed foreign material on the stent. It was reported that it looked "something like dust." The physician attempted to remove the foreign material, and the proximal edge of the stent was lifted. There were no complications as the device did not come in contact with the pt. The procedure was completed with another of the same device and the pt's condition post procedure was reported to be good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a taxus liberte stent/sds (stent delivery system) with no original packaging. Preliminary magnified inspection of the stent implant confirmed the presence of an unknown material on the proximal end of the stent. The material appeared to be fibrous and soaked or coated with a blood-like substance. Microscopic inspection also confirmed damage to the proximal end of the stent implant. No other damage or irregularities were identified via visual inspection of the remainder of the device. The device was disinfected and re-analyzed via light microscopy, which confirmed that the material was fibrous and entangled in the proximal struts of the stent. Lab analysis results concluded that the fibrous material was likely a cellulose and poly (vinyl acetate) material. Material analysis of the fibrous material on the stent confirmed that the material is not present in the manufacturing environment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Pt's age: 18 years or older. (B)(4).

Event description:
It was reported that during introduction for a coronary drug eluting stenting treatment procedure, foreign material was found on the stent and the stent was damaged. The 90% stenosed target lesion was located in the non calcified right coronary artery. Just before inserting the 3.00x24mm taxus liberte stent delivery system into the y-connector, the physician noticed foreign material on the stent. It was reported that it looked "something like dust". The physician attempted to remove the foreign material, and the proximal edge of the stent was lifted. There were no complications as the device did not come in contact with the patient. The procedure was completed with another of the same device and the patient condition post procedure was reported to be good.